Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise due to oversensing was noted on the right ventricular lead, during the follow-up in clinic. The lead was capped and replaced in (B)(6) 2018. Patient was stable before, during and after the procedure.